Event description:
Burn blister as big as an 1 euro coin [burns second degree], narrative: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number unknown, via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blister as big as a 1 euro coin on an unspecified date. The action taken in response to the event(s) for thermacare heatwrap and event outcome were unknown. The consumer already disposed the package and the lot number cannot be provided. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term]. Burn blister as big as an 1 euro coin [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number unknown) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced a burn blister as big as a 1 euro coin on an unspecified date. Action taken in response to the event for thermacare heatwrap and event outcome were unknown. The consumer already disposed the package and the lot number cannot be provided. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status: not received. Follow-up (20aug2020): follow-up attempts completed. Case closed. Follow-up (24aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status: not received.